Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative additionally reported that the lead was not explanted, but reprogrammed. Follow up is being performed to obtain clarification of this conflicting information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that on (B)(6) 2018 a replacement of the lead was performed due to high impedance values. A second lead was implanted in the high thoracic area, at the second thoracic vertebrae (t2), due to a change in pain area. No symptoms were reported.

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID 977a290 lot# serial# (B)(4) implanted: 2017 (B)(6)explanted: 2018 (B)(6) product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the lead that was replaced would not be returned. The new programmed settings were working for the patient. It was noted that this information was confirmed with the healthcare professional on (B)(6) 2018.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are: product ID neu_unknown_lead lot# serial# unknown implanted: 2017 (B)(6) explanted: 2018 (B)(6) product type lead. Correction: please note, the serial number of the lead was previously reported; however, that serial number of for the patient's active lead, not the lead related to this event. The lot/serial number of the lead remains unknown at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Clarification was received from the manufacturer representative reporting that the lead was not explanted, but only reprogrammed.